Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in retry mode. A technical support specialist (tss) applied a knowledge article to address the issue. After the update, the device began showing no variation, prompting a review of the database settings. The recovery model of the database was initially set to "full" and was updated to "simple" to optimize performance. As a result of this change and subsequent maintenance, the database size was successfully reduced from 4.7 gb to 1.4 gb. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the device upload was stopped, and the station was in retry mode. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.